Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. The ventilator had been serviced in (B)(6) 2012 by the manufacturer. It has been in use for approximately 3 weeks. A patient was connected to the hyperbaric ventilator during a hyperbaric oxygen treatment. The treatment was completed with no issues. After the patient had been taken off of the ventilator the nurse went to shut off the ventilator and found that it would not turn off. The ventilator was returned to the manufacturer for evaluation. It is undergoing evaluation at the time of this submission. A follow-up submission will be sent.